Event description:
It was reported that during a laparoscopic gastrectomy procedure, the jaws could not be opened after a few times firings after the device was used on the blood vessel. Another device was inserted into the patient through another trocar and it was fired. After that, the blood vessel was cut and the complaint device was removed from the patient. The device was not fired across something hard such as a clip. After the device was removed from the patient, the trigger was pulled from the handle to the home position manually and the jaws were opened outside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was received with the jaw and cam ramps broken. This condition would not allow the jaws to collapse in order to form the clips. Four remaining clips were found. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 3rd or 4th. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. Did the surgeon try to pull the trigger from the handle? Yes is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Pulling handles apart and jaws opened. Was there any tissue damage? No. If so, how was it repaired? Na.